Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure when it was already prepared to be injected, the surgeon noticed that the iol was broken so he decided to remove it and he has to open another lens to complete the surgery.

Manufacturer narrative:
Additional information has been provided in d.9., h.6., h.11. The lens was returned adhered to the underside of the lens case lid in dried solution. Viscoelastic was dried on the lens. The optic was broken (or cut) into two large optic portions and one smaller optic portion. One of the larger optic portions had rounded cracked damage similar in appearance to the tip of an instrument used to grasp the lens. This cracked damage was observed on the anterior optic surface near the edge and directly opposite on the posterior optic surface. The other optic portion was cracked, splintering off from the broken line of damage in two directions. The posterior center of the optic had an area of lens material that was broken. The damaged lens material from this area was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The initial reporter indicated that the lens was already prepped to be injected, the dr. Noticed that the iol was broken so he has to remove it. The reporter did not clarify if this lens was inserted into the eye and removed, or if the lens was removed from the delivery system for return. The optic center posterior damage is similar in appearance to lens damage from a handpiece plunger tip underriding the lens during advancement. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).